Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus service operation repair center (sorc). Sorc checked the device and found that the reported phenomenon could not duplicated. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the reported phenomenon could not duplicated, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred due to the ccd unit, cable unit, or video connector of the device was broken by excessive stress.

Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing the endoscopic image of the device disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.